Event description:
The device was being used in a patient with a cirrhotic liver during a procedure to create a conduit from one hepatic vein to another. Upon the attempt to retract the needle, the device became caught on the sheath. When attempting to pull the needle back toward the sheath, the sheath accordioned. The device separated, but the phsyician was able to remove all segments. No consequences to the patient resulted.